Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the screen was black. The field service engineer (fse) reported that the customer had stated the pyxis station was not powering up. The fse tested the power supply and inspected the power cord at the wall outlet, with no issues found. All connected components were disconnected, and the station successfully powered on. The fse then reconnected each component one at a time and isolated the issue to the auxiliary cabinet. The main station was confirmed to be fully functional. The fse replaced the controller card under the associated work order, which resolved the issue. The auxiliary cabinet, main station, and all connected auxiliary cabinets were confirmed to be fully functional and operational. The system was tested and verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had completely gone to a black screen. The customer rebooted the unit, but the issue persisted. They also unplugged and re plugged the power cable, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.